Manufacturer narrative:
Section d4, h4: serial number of the controller is unknown. Serial number was requested but was not provided. Thus, previously reported serial number, lot number, expiration date, and manufacturing date are not applicable to this event. Manufacturer's investigation conclusion: the reported event of the controller being exchanged on 26jun2017 was confirmed via review of the submitted log file. The submitted log file contained approximately 25 days of data (05jun2017 to 26jun2017, 21mar2019, 06may2021, 09dec2021, and 08may2023 per timestamp). The data showed the controller being in use from 05jun2017 to 26jun2017. During this timeframe, no atypical alarms were observed and the pump maintained a speed above the low speed limit without issue. The driveline was disconnected at 13:55 on 26jun2017. The controller then appeared to serve as the backup controller for a few years, as it was powered on intermittently from 2017 to 2021 but was not connected to the driveline. There were no notable alarms or events that would have required a controller exchange. Multiple attempts were made to obtain the reason for the controller exchange as well as the serial numbers of the exchanged equipment; however no additional details were able to be provided. No products were returned for evaluation, and the root cause of the reported event could not be conclusively determined through this analysis. The device history records for the system controller could not be reviewed, as the serial number was not provided. Heartmate ii patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use (rev. C) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that additional log file review found that the controller exchange occurred on (B)(6) 2017.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log file review found that pcx-21451 was exchanged on (B)(6)2021.